Event description:
It was reported that the helix of the right ventricular defibrillation lead would not deploy inside the patient during the implant procedure. The lead was removed and another lead was successfully placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and there was a tip seal observation.